Event description:
On (B)(6) 2014, neuro surgeon was doing a craniotomy on this patient. During the use of the perforator for a burr hole, it did not stop when it was supposed to. It should have stopped spinning (didn't disengage) on it's own as a self stop at a certain depth, and went too far. The neurosurgeon used a codman perforator from another burr hole kit to finish the case. All similar products were removed from shelf and given to the stryker rep. Replacements were ordered from another manufacturer until issue is resolved. No harm to patient due to a clot was immediately under perforator site.